Manufacturer narrative:
Additional pro code: qrb additional suspect medical device component(s) involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6) batch/lot number: 7082140 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient had a non device related fall, after which the stimulation was inadequate in providing as much relief as previously getting. The spinal cord stimulation (scs) leads displayed high impedances. Re-programming was performed and the patient did receive reasonable coverage. However, the patient then experienced loss of stimulation. The patient underwent a revision procedure where the leads were replaced. There were no reported complications post operatively, and the patient was noted to have recovered. The explanted leads will not be returned as they were retained by the customer.